Event description:
It was reported that an advance sling was originally implanted in 2017. Due to unspecified reasons the patient was later implanted with an artificial urinary sphincter (aus) on (B)(6) 2019. Boston scientific has been unable to obtain additional information regarding the circumstances.